Event description:
The customer reported the device went vent inop while in use on a patient. No patient harm reported.

Manufacturer narrative:
Initial reporter correction to address and phone: (B)(6). Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the exhalation flow sensor. The device is back in service. Contact office information: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.